Event description:
It was reported that during a coronary stent procedure, the stent dislodged as the physician attempted to pull it back into the guide catheter. Entire system removal, including guiding catheter, is recommended in the instructions for use. The stent was retrieved and the patient status is listed as "okay".